Event description:
Customer reported receiving a button error alarm on the insulin pump and he was unable to clear it. Customer's blood glucose reading at the time of the call was 364 mg/dl and has treated with a corrective dose of insulin. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.